Event description:
Pt's father reports of pump issue [serial number of pump: (B)(6); maintenance due date: 04/2024] on saturday evening and sunday morning. The pump was beeping and had stopped running. Father noted that therapy was only briefly interrupted. Unsure of exactly how long. No error code displayed on the screen. Unknown why the pump stopped infusing both times, but they switched pt to back-up pump and restarted infusion. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes, once returned by pt. Did were place device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life­ sustaining? Yes. What is the outcome of the event? Resolved. Pump return tracking info is not available, photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. No further info or dates known. Reported to (B)(6) by pt/caregiver.